Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: 97745bp, lot# nlh005887n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was turning itself off automatically since last week. Patient reported that the ins is usually around 30-40% charged when it turns itself off. Patient service reviewed ins function and recommend patient consult with hcp office if the ins continue to turn itself off. The patient reported that the controller was freezing up for the last week, and she cannot get it unfreeze, so she removed the battery, put in regular double aa batteries, and then controller will unfreeze.